Event description:
A surgeon reported that while making two concentric circles on a patient's cornea for pkp (penetrating keratoplasty) "top hat" mode, the two cuts did not have the same center. A suture was required. The patient remained hospitalized until on (B)(6) 2012.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).